Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced a infection and hematoma requiring at I&d at 1 month. At 12 months the patient experienced nonunion, infection, and tenderness requiring hardware removal.